Event description:
Drug/diluent: marcaine 0.5% with epinephrine 1:200,000. Fill volume: 100ml. Flow rate: 2ml/hr. Procedure: left shoulder acromioclavicular reconstruction utilizing coracoacromial ligament (weaver-dunn procedure). Cathplace: subacromial space. Patient alleges cartilage damage in left shoulder following placement of an I-flow on-q painbuster, pm012, after surgery on (B)(6) 2005.

Manufacturer narrative:
Method: no product was returned for evaluation and investigation. Results: the information contained is from legal documents served on I-flow, llc. The complaint was opened so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusion: as this complaint was created from a lawsuit served on I-flow or the threat of a lawsuit, no customer contact can be made at this time due to the pending or threatened litigation." As of 11/09/2006 I-flow updated the on-q pump directions for use (dfu), to include the following in the warnings section: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (Dfu (B)(4)). On 08/08/2007, I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today." (Number 1303722, rev. E).